Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, pinhole on cable and watertightness failure were observed. Therefore, it is likely that the image function did not work temporarily / normally due to a cable failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the device failed the leak test due to a pin hole on the cable and the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k autoclavable camera head picture was whited out and unclear. The image was not able to be focused, and the intended procedure has been reported to have been diagnostic. There were no reports of patient harm associated with the event.